Manufacturer narrative:
The technical support specialist shipped customer a new diluent cap and reagent cable assembly. Customer received the items and denies any further issues with the analyzer. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [3020] error message: diluent low. Meaning: insufficient diluent. Troubleshooting: after confirming that 'assay' displayed on the upper right of the assay monitor screen changes to 'stop', replace the diluent with new one and press the start key to restart assay operation. The most probable cause of the reported event is unknown.

Event description:
Customer reported an intermittent error 3020, diluent low and stated that the error has become consistent. It is not allowing customer to operate resulting in their call to the technical support department. Customer indicated that the diluent is full and they have turned the analyzer off and on without resolution. The customer also attempted to prime the sample diluent and observed no damage to the sensor. The technical support specialist (tss) shipped customer a new diluent cap and a reagent cable assembly which resulted in a delayed reporting of patient samples for prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.